Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) contacted the hospital by phone, the third-party maintenance personnel determined the fault and repaired the faulty module. The fault is the power module. The machine has been repaired by the third-party maintenance personnel. The machine is currently in normal use and no personnel are injured.

Event description:
It was reported that during self-test, the cs300 intra-aortic balloon pump (iabp) unit cannot start. There was no personnel injured.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.